Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 30-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, galactorrhea and sexually transmitted disease. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urianry problems"). The patient was treated with surgery (surgical removal of coil on (B)(6) 2018 - pfannenstiel incision). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the mood swings, depression, anxiety, migraine, headache and fatigue outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: * insertion details, specify- coils left:1 right: 1 treatment received for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: events bladder problems, urinary problems added. The events ¿pelvic pain¿, ¿vaginal haemorrhage¿, ¿menorrhagia¿, ¿vaginal infection¿, ¿dysmenorrhoea¿ and ¿vaginal discharge¿ were recovered. Reporter information was added. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 30-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, galactorrhea and sexually transmitted disease. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (surgical removal of coil on (B)(6) 2018 - pfannenstiel incision). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the mood swings, depression, anxiety, migraine, headache and fatigue outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: * insertion details, specify- coils left:1 right: 1 treatment received for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, galactorrhea and sexually transmitted disease. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced mood swings ("hormonal changes describe: mood swings,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: infection") and vaginal discharge ("vaginal discharge,"). The patient was treated with surgery (surgical removal of coil on (B)(6) 2018 - pfannenstiel incision). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: * insertion details, specify- coils left:1 right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (b)(64) female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, galactorrhea and sexually transmitted disease. Concomitant medical products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: infection") and vaginal discharge ("vaginal discharge,"). The patient was treated with surgery (surgical removal of coil on (B)(6) 2018 - pfannenstiel incision). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: * insertion details, specify- coils left:1 right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: new pfs + mr received- hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea(cramping),vaginal discharge, fatigue were added. Lot number and new reporters were added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.